Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that the wake button was sticking. Customer¿s blood glucose level was 150 mg/dl. The customer continued to use the pump for insulin therapy.